Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer changed the supplies on the pump and the remainder of the bolus was delivered. However, 2 hours later the blood glucose level had elevated and the contact did not think that the customer was receiving the insulin as expected. The customer's blood glucose (bg) was 487 mg/dl. The customer delivered a bolus via the pump and received another occlusion alarm. The customer cleared the alarms and the bolus was delivered reducing the bg level to 296 mg/dl. The pump t:connect data was reviewed by tandem technical support and no unusual activity was observed. It was thought that the occlusions were possibly related to the infusion set site or to the user. The contact acknowledged the information.